Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f244 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f244 for the reported issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break, alarm #7: blood leak (centrifuge chamber). No trends were detected for each complaint category. A photograph analysis was conducted for this complaint. A review of the customer provided photographs show a damaged drive tube right outside of the upper drive tube bearing stop. The drive tube and drive tube bearing stop were still intact. The damage to the drive tube shows noticeable wear around the diameter; this could result in a leak although no leak was visible in the photographs provided. A material trace of the drive tubes used to build lot f244 did not find any non-conformances. The device history record review did not result in any related non-conformances and this kit lot had passed all lot release testing. The root cause of the drive tube leak/break could not be determined based on the information provided. This investigation is now complete. (B)(4)

Event description:
The customer called to report a drive tube leak/break during the treatment procedure. The customer stated during the purging air phase of the procedure they received an alarm #7: blood leak (centrifuge chamber). The customer stated they opened the centrifuge door and noticed the drive tube was damaged and a small amount of blood had leaked. The customer stated the prime phase of the procedure was completed without the occurrence of any alarms. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable and received treatment afterwards using a new kit. The customer has returned photographs for investigation.